Event description:
It was reported that patient was still having wound closure issues from a pump exchange on (B)(6) 2026 (MFR# 2916596-2026-01498). The patient had been at home with wound vac to assist with wound closure. In the pictures of the wound bed after the vac was taken out, the pump was visible in the wound. The patient was being admitted for possible surgical intervention to help with wound closure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported event could not be conclusively determined through this evaluation. The patient was discharged and remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1, "introduction," lists wound dehiscence as an adverse event which may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.